Manufacturer narrative:
Sections with additional information as of 23-feb-2022: d9: device available for evaluation. H3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: test strips were not returned for evaluation - customer returned the incorrect test strips. Meter was returned for evaluation. Product testing was performed and no defect found. Most likely underlying root cause: mlc-012: product expired.

Manufacturer narrative:
(B)(4). Adverse event report is being submitted due to symptoms related to diabetes: shaky. Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results from results obtained of 43, 49 and 54 mg/dl. The customer¿s expected fasting blood glucose test result range is 109-120 mg/dl. At the time of the call the customer reported feeling shaky and was experiencing a little bit of trembling; medical attention was not needed at the time. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 04/22/2021 (expired). The customer did not have another vial of test strips that had been stored and handled correctly. During the call, a blood test was performed by the customer and produced test result of 68 mg/dl fasting using true metrix meter and expired test strips. The meter memory was reviewed for previous test result history: (B)(6).